Event description:
It was reported that during preventative maintenance that the device's cutter failed the test cut. There was no harm or injury as there was no patient involvement. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: the cutter failed the test mesh with an incomplete cut. As cutters are not fully repairable, the cutter was returned to the customer as is. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: MFR - 0001526350-2023-00902, MFR - 0001526350-2023-00903, MFR - 0001526350-2023-00905.